Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high impedance and was oversensing. It was also reported that the high voltage impedance reading was unavailable. The lead was capped and replaced. No patient complications were reported as a result of this event.